Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted to emergency room due to high blood glucose on (B)(6) 2020. The customer¿s blood glucose level was current 176 mg/dl and 30 mg/dl at the time of admission. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was inactive. Based on customer¿s report customer did allege over delivery. Customer was treated with intravenous insulin drip and glucose shots. The insulin pump will be and reservoir will not be returned for analysis.